Manufacturer narrative:
Evaluation of the returned pac400 coil confirmed that the embolization coil was detached. Evaluation revealed that the pull wire and pet bump were advanced distal within the pusher assembly distal tip. If the pac400 is advanced against resistance, the pull wire and pet bump may be forced distal into the alignment feature. This movement may have contributed to the detachment of the embolization coil during the procedure. The root cause of resistance during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the carotid cavernous fistula (ccf) using pac400 coils and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully implanted two pac400 coils into the target vessel using the px slim. While advancing another pac400 coil into the target vessel, the coil unintentionally detached partially in the vessel. Therefore, the detached pac400 coil was removed using a snare device and a guide catheter. The procedure was completed using four additional pac400 coils and two px slims. It was reported that the physician switched the pxslim 45 degree to a straight in order to reach a different part of the ccf. There was no report of an adverse effect to the patient.